Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump screen appeared to be "duller" and not as bright as the customer's previous pump. The customer's blood glucose level was not impacted. As the customer stated this was not an issue and did not affect the customer's ability to interact with the pump, troubleshooting with tandem technical support was not performed.